Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the complete calibration record of the customer's report was provided. Review of the report did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The device is expected to be returned to zoll medical chelmsford. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.